Event description:
It was reported to agilent technologies that a pt was on the viridia telemetry monitoring system which prompted a "weak battery" message. There was a delay in replacing the battery. The pt suffered a heart problem that resulted in his death.